Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/25/2017 with the following findings: a battery compartment crack was observed. No moisture was found within the battery compartment. A test battery cap was able to secure properly to the pump. Moisture was observed behind the display lens. Leak testing revealed a battery compartment leak and pump case leak. Moisture was observed on the printed circuit board. The pump was unable to power on

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power. Reportedly, there was moisture behind to display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.